Event description:
It was reported there was high impedance, > 2000 ohms. It was also reported that visual inspection of the lead revealed apparent insulation breach. The lead was explanted and replaced. No patient complications have been reported as a result of this event.